Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a revision acl surgery when pulling acl graft into femur from the tibia the tightrope limb snapped. As the tightrope snapped the rt button pulled through the skin and out the femur. The tightrope button has to be cut off to retrieve the graft from the tibia. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device ar-1588btb-2j. It was not necessary to switch the surgical technique or do a second surgery.